Event description:
It was reported that stent damaged and partial deployment occurred, requiring additional stent. The stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. An innova vascular stent was selected for use following balloon angioplasty via a contralateral approach. During deployment, increased resistance was encountered while operating the thumbwheel, which stopped with approximately two-thirds of the stent deployed. The white arrow was visualized, and the pull grip was used; however, deployment could not be completed using standard technique. The delivery system handle was disassembled, and the stent was manually deployed. During manual deployment, the stent elongated beyond its expected 200 mm length and was not fully expanded. No strut fractures identified. The stent was left implanted in the sfa. Due to elongation beyond the intended length, positioning could not be fully confirmed, and an additional stent was placed to overlap the affected segment. The device was removed intact. No patient complications were reported. The patient is expected to fully recover.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. D6a: implant date: used the first date of the month of the aware date as no event date was provided. E1: initial reporter facility name: stridecare (precision vascular / interventional partners pllc). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.